Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system was not tracking the patient or instrument trackers. Technical services (ts) had the user check the emitter details and eminterface. The details tab showed axiem box not communicating with the system and noted there was a fault in the eminterface on the drive noise line. The use of the navigation system was aborted. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter and axiem box needed to be replaced. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for analysis. Analysis found that when connected to a known good axiem box, the emitter showed a communication error. Analysis found that the reported event was related to a electrical issue. The axiem box was returned to the manufacturer for analysis. The axiem box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system was not tracking the patient or instrument trackers. Technical services (ts) had the user check the emitter details and eminterface. The details tab showed axiem box not communicating with the system and noted there was a fault in the eminterface on the drive noise line. The use of the navigation system was aborted. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.